Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from three patient samples processed on the vitros 5600 integrated system. There was no indication that a vitros ipth reagent related issue contributed to the event. The investigation could not determine a definitive assignable cause. The vitros 5600 integrated system cannot be ruled out as a contributing factor as precision testing was not performed to evaluate vitros system performance. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor to the event.

Event description:
The customer obtained higher than expected vitros ipth results on three patient samples (patient a = 83.5 versus expected 48.0 pg/ml; patient 3 = 103.1 versus expected 70.9 pg/ml; patient 18 = 78.0 versus expected 56.6 pg/ml) processed using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The ipth result of 83.5 pg/ml was reported from the laboratory and there is no indication that a corrected report was issued. The ipth results from the other two patient samples were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).